Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator display does not function and the alarm sounds after a certain time, the alarm color changes to orange. Issue occurs after switching on the device. After switching it on and off several times, the device booted up and read out the logs straight away. After that, the display doesn't work again. In addition, the device can only be shut down with the emergency shutdown. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause could not be determined as there was no failure detected and no failure visible on logs. All the start up tests and shut down activation triggered by the user went well. No unintended operations visible on logs. Vyaire ts requested a photographic/ video evidence of the failure but no feedback received from customer.